Event description:
During infusion of propofol post intubation with IV pump, it malfunctioned with screen reading "distal occlusion" then "proximal occlusion, then "power off". Rn troubled shooting immediately made, back priming as indicated by pump. While waiting for in the process waiting for fentanyl syringe from pharmacy, pt awoke. Staff apologized why pt awoke. A new pump was switched out and worked fine. Safety concern with pump failure. Biomed pump review. Unit was found to have a bad pressure sensor assembly which caused he distal and proximal occlusions to occur. The pump was sent to the manufacturer and ICU medical confirmed alarms. They also concurred the pump did have a bad pressure sensor. The pump was returned to the hospital and ready for release. Biomed has notified the manufacturer of the problems they are seeing with this device. All pumps 3,000 pumps in the hospital system are affected and the manufacturer is aware. The manufacturer has been on-site to examine the pumps. Per the manufacturer, they are aware of the problem and have acknowledged that the design of the fluid shields on the current pumps allow for fluid ingress when the pumps are cleaned. The manufacturer has no means of offering remediation other than to have the customer purchase new fluid shields for the pumps. The cleaning fluids that must be used to properly clean the device make the fluid shields brittle, causing them to break and allowing further fluid ingress. The combination of the fluid ingress by poor design and fluid ingress from brittleness (cracks) cause the cleaning fluid to get into the internal workings of the computer board of the pump, which then create problems with pump programming, alarms, etc. Per biomed, the MFR's biomed also acknowledged that staff taking the pump cassette in and out also creates wear and tear on the device, which further contributes to breakdown of the fluid shield. Altogether, this creates increased likelihood of cracking on the pumps and a greater likelihood of the pumps experiencing these problems. The only solution to the problem that the MFR has offered the facility is to purchase the newest version of the IV pump. However, the biomed team finds this an unacceptable option because this uf recently purchased these pumps within the last 1 to 1.5 years for their entire system which is over 3,000 pumps and all pumps are affected. To date, the manufacturer has offered no other solution to the facility other than to purchase an entire new fleet of IV pumps. The facility is concerned that the pumps may fail during patient use and cause harm to a patient without the facility's knowledge. The facility also is concerned that the manufacturer is aware of the problem but has not taken steps to remedy the problem or notify users.